Event description:
It was reported that the patient presented to clinic with an inflatable penile prosthesis (ipp) not positioned properly. The patient was examined physically and visually. It was determined that the device needed to be resized and revised. A surgical intervention was performed to explant rear tip extenders and put in new rear tip extenders. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date data was obtained through a review of the surgical history previously provided by the physician.